Event description:
It was reported that the output on the external pulse generator was less than what it was programmed at. The generator was returned for service. It was indicated on the return paperwork that there was no patient involvement with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. Upper and lower case halves are broken. High rate cover, battery drawer, and battery drawer end cap are broken. The ring is bent. Both bail covers and ring cover are broken. Battery flex is contaminated.